Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device was found it to have a counterfeit top case. Upon review of the event history log, a primary audible alarm and acu watchdog errors noted. Device was powered on and underwent multiple flow and occlusion tests. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that device had primary audible alarm error. No adverse effects reported.